Event description:
It was reported that(1) device was used during a gastrectomy. It was reported by the affiliate that the tlc55 trigger tab did not work properly. Another instrument was used to complete the case. There was no consequence to the pt.